Manufacturer narrative:
G4: 17mar2020 b4: (B)(6)2020. The power management board was returned to failure investigation(fi) for evaluation. . There were no anomalies noted during visual inspection. The pm board was installed onto the test ventilator in an attempt to duplicate the reported issue. The fi ran checked for alarms, errors, verified light emitting diode (led) operation. After testing, the reported issue was not replicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2020. B4: (B)(6) 2020. The manufacturer¿s field service engineer (fse) confirmed unit does not stay on when on battery only. The fse attempted to power unit on battery, and it was unable to power on. The manufacturer¿s field service engineer (fse) replaced the power management board and battery. Allowed battery to charge to 15.1, performed battery test, battery went to 14.3. Plugged unit back in after test, battery shows charging properly. Unit has been repaired, it's fully operational and it's returned back to service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019. 19dec2019.

Event description:
The customer reported the unit does not stay on when on battery only. The customer advised the battery manufacture date is not showing in the vent info screen, no significant errors in the logs, and would like onsite service. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed unit does not stay on when on battery only. The fse informed the customer that the battery is on back order and will contact the customer when all parts are available. The fse schedule a time to come on site and repair the unit.